Manufacturer narrative:
H3 "no" entered in error. Correction to: a1, b1, b5, b6, b7, e1, e2, e3, g3, g5 (PMA/510k), h3. Additional information: b2, b3, d1, d2, d4 (UDI number), d10, h6. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that eight weeks after an emergency surgery for a slipped disc, the patient was experiencing severe migraines as well as nerve issues ((twitching of the left eye, numbness of left arm, left side of jaw). The surgeon determined the disc was at a 45 degree angle and performed a revision surgery for removal. No further information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report. For now, no information has been provided about reference and lot number. Therefore, the reference and lot number of the product is unknown. It is not possible to perform the review of the device history records and traceability. Requests have been sent to collect more information. Additional informations were requested. Investigation still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Zimmer artificial disc came out after being implanted. From information provided by the reporter, a patient reports a complaint about a zimmer artificial disc which came out after being implanted. Further information have been requested. Investigation still in progress.

Event description:
Mobi-c p&f us : revision due to migration. From information provided by the reporter, a patient reports a complaint about a zimmer artificial disc which came out after being implanted. Additional information received from reporter on january 17th 2019 : patient spoke with the reporter and gave more information about the case. First surgery took place at (B)(6) d.c. On (B)(6) 2016. This first surgery occured because she had an emergency surgery for slipped disc at c5-c6. Dr. (B)(6) performed the surgery. 8 weeks post-op, patient was having severe migraines and nerve issue (twitching of the left eye, numbness of left arm, left side of jaw). At the initial follow up with dr. (B)(6), surgeon told her that he did not think the disc was sitting right, it was at a 45 degree angle and unstable. A revision has been planned and was performed on (B)(6) 2018. The patient also reported that she has a lawyer who is following up with dr. (B)(6). Further information has been requested.

Manufacturer narrative:
This medwatch is submitted to send the follow-up of the complaint. No information about part number and lot number were provided yet, despite the attempts to collect it. No review of device history record and traceability can be performed. Investigation still on going. Conclusion not yet available.